Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device didn¿t work at all not only cut but also staple. I heard that the surgeon couldn¿t close firing trigger. Q.was the staple line complete? Was the cutline and staple line equal in length? Were the staples formed in the proper b form shape? A.as mentioned the blade didn¿t go until the end. It was fired just little bit. So, I couldn¿t be confirmed both cutline and the staples shape. Did the device not fire (no staples deployed and no target tissue cut)? The device only very slightly moved in the early and didn¿t fire the analysis found that one ple60a device was returned with the clamping mechanism damaged and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, battery, cartridge, and green reload were well combines. When the surgeon tried to cut the colon, it didn¿t work well. The blade was stopped in the middle of the reload. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.